Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 -name and address. Postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a semi-rigid ureteroscopy (urs) for stone removal in the ureter and kidney, an ngage nitinol stone extractor was tested outside the patient, and it was working. When the device was deployed to catch a stone inside the ureter, the basket did not open or close. A new product was opened and used successfully. The patient's anatomy was not tortuous, calcified or scarred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrections: h6: annex g, investigation ¿ evaluation: as reported, during a semi-rigid ureteroscopy (urs) for stone removal in the ureter and kidney, an ngage nitinol stone extractor was tested outside the patient, and it was working. When the device was deployed to catch a stone inside the ureter, the basket did not open or close. A new product was opened and used successfully. The patient's anatomy was not tortuous, calcified or scarred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Interview of personnel was also conducted. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation without packaging. Handle does not actuate basket formation. Support sheath and basket sheath are detached, adhesive is present on basket sheath. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, and dry place. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.